Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor was found to be out of calibration. Investigation revealed that the force sensor plate was physically damaged. There was evidence of contamination observed on the force sensor plate. Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for evaluation. Evaluation revealed that the force sensor is out of calibration. This report is made based on results of investigation completed on (B)(4) 2011.